Event description:
Physician reporting an implant rupture diagnosed by ultrasound. Device has been explanted and replaced with non-allergan device. This relates to the left device.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed on (B)(6) 2022. Visual analysis of the photographs identified: -rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Refer to (B)(4): covid-19 quality plan - complaint handling.